Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent and kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer's mother stated that the cannula is slightly bent and possible kinked.